Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the jaw would not open. Another device was used to resect the site. There were no adverse consequences for the patient.